Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The distal end of the screw is fractured, and there is debris on in the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. No clinically relevant supporting documentation was provided for review. If a portion of the biosure screw remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. Based on the information provided, the procedure was completed with a backup device and no delay nor further complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during procedure, the biorci screw broke while tightening. The procedure was completed with a backup device and no delay nor further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw materials found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. It has not been reported whether the broken biorci-ha screw was retained and/or retrieved from the patient. No clinically relevant supporting documentation was provided for review. If a portion of the biosure screw remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. Based on the information provided, the procedure was completed with a backup device and no delay nor further complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.